Manufacturer narrative:
Without the return of the product, no definitive conclusion can be made regarding the clinical observation. (B)(4).

Event description:
Medtronic received information that approximately six years, five months post implant of this bioprosthetic pulmonary valved conduit, this conduit was replaced valve-in-valve with a transcatheter pulmonary valve. No failure mechanism and no adverse patient effects were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.